Event description:
Caller alleged discrepant results on one pt with the inratio meter compared to the lab. Results as follows: date: last week (date unk); inratio: 1.7. Date: (B)(6) 2012; inratio: 4.8; lab: 2.3. Doctor raised coumadin dose for pt. Later that day or next morning (unknown exact time).

Manufacturer narrative:
Investigation pending.